Manufacturer narrative:
Upon visual inspection there were issues found that would be related to the reported event. The integrated electrosurgical unit was tested using the system and the error m-02-3 shows up on start. The error log shows m-02. The generator will be returned to the original equipment manufacturer. The root cause is attributed to the defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an m-02 error on the integrated electrosurgical unit erbe generator. The customer power cycled the erbe but the issue remained. The surgeon noted that the bipolar energy was working but the monopolar energy was not, the customer was ion the process of finding a backup vision side cart. The procedure was converted to another dv system with no reported injury.